Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: n/a. Model: n/a. Serial: n/a. Batch: n/a.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced demand ischemia and rapid atrial fibrillation during stage one of the lead implant procedure. The patient was given metoprolol and as a result the lead implant procedure was completed. It was noted that the patients issue may have been related to the procedure and not the dbs leads per the physicians assessment. The patient did well post-operatively and was referred to a cardiologist. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced demand ischemia and rapid atrial fibrillation during stage one of the lead implant procedure. The patient was given metoprolol and as a result the lead implant procedure was completed. It was noted that the patients issue may have been related to the procedure and not the dbs leads per the physicians assessment. The patient did well post-operatively and was referred to a cardiologist. No further information has been obtained despite good faith efforts. Additional information received confirmed patients adverse event has resolved.

Manufacturer narrative:
Block b5: updated description to event or problem.